Manufacturer narrative:
Patient initials are (B)(6). Patient date of birth/age and weight are unknown. Device is an instrument and is not implanted or explanted. Per facility, the complainant part is not expected for return. No evaluation can be performed. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.8mm drill bit broke during a surgical procedure on (B)(6) 2015. The drill bit was used to achieve proper alignment between the plate and the bone. When the drill bit was removed, the surgeon discovered that a piece had broken off and remained in the patient. The decision was made to leave the fragment in the bone as removal would have been too difficult. The procedure was completed with no reported delay. This report is 1 of 1 for (B)(4).